Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted. (B)(4).